Manufacturer narrative:
Omit: a1601 - device alarm system (1012), g0600101 - alarm, audible, c20 - no findings available. Please note that the suspect device was not returned for investigation; however, one (1) photograph of a pump module male iui was provided. The customer¿s report that the dried fluid and corrosion/contamination observed on iui contact pins and iui housing was confirmed through the provided photos.

Event description:
While bd clinical consultant was on site conducting education as part of the customer's sms clinical visit entitlement, nurses stated that channel disconnect errors were an occurrence. There were no specific incidents or patient events reported. Based on the assessment of the device fleet, it was common to see visible, green surface deposits on the iui connectors. Nurses were encouraged to send devices with these errors to the biomedical engineering department for evaluation. Bd's cleaning resources were provided to the visit's point-of-contact to disseminate to the individuals responsible for cleaning the devices. No devices will be sent to bd.

Event description:
While bd clinical consultant was on site conducting education as part of the customer's sms clinical visit entitlement, nurses stated that channel disconnect errors were an occurrence. There were no specific incidents or patient events reported. Based on the assessment of the device fleet, it was common to see visible, green surface deposits on the iui connectors. Nurses were encouraged to send devices with these errors to the biomedical engineering department for evaluation. Bd's cleaning resources were provided to the visit's point-of-contact to disseminate to the individuals responsible for cleaning the devices. No devices will be sent to bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.